Event description:
It was reported that during initial pumping in the cardiac cath lab, immediate high pressure alarms were received. The iab failed a leak test, therefore the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.